Manufacturer narrative:
Investigation revealed that there was no system malfunction. It was reported that implants at l2-r and l3-l were misplaced laterally during an intra-operative procedure. An investigation into the case revealed that the root cause was that the intra-operative CT was acquired with an out-of-calibration e3d system. After a site visit by a globus medical field service representative, further discussions revealed that the e3d was out of calibration. This can lead to registration shift and navigational accuracy issues when placing implants. This is consistent with the report that other implants l1-l, l2-l, and l1-r appeared lateral during navigation but were found to be accurate on x-ray. Ultimately, the user opted to replace the misplaced implant l2-r, and no adverse effect to the patient was reported. This evaluation has been completed via associated case logs and there are no associated work order or part returns. The severity observed did not exceed the anticipated severity. The observed overall risk level is low, which matches the observed anticipated risk level; therefore, the overall risk of the system has been maintained and there is no further investigation required. The cause of the reported issue can be traced to user technique.

Event description:
It was reported that at a revision surgery using the excelsius gps the durapro, hsb, tap, awl, probe, and creo 5.5 driver were verified. The surgeon exposed and removed hardware at l3-5. The drb was placed in right psis and sm in left psis. The sm activated prior to spin using ui button. The e3d spin was performed without issue. The arm lined up on ll1 and dura pro initially used. The surgeon did not like how it looked inferior on navigation. She has had concerns about how durapro has been looking on nav, specifically the 260mm 3.5/4.5 taper bit, for the last few cases. The surgeon switched to hsb, tap, driver workflow. For ll1, hsb and tap looked good. As she was placing screw and it reached 50% in the pedicle it started to show it pushing laterally and by the time it was down, the screw showed lateral. The xray was brought in and showed screw was good. The process was repeated with rl1 with screw looking lateral and x-ray confirmed good placement. The surgeon moved to ll2 with similar navigation and outcome. At this point, tap was also starting to look lateral. The surgeon had to try multiple times to get screw to enter pedicle at a position that was not concerning to her but in the end it looked lateral on nav but good on x-ray. The process was repeated with rl2 but this time, nav showed very lateral outside pedicle but x-ray showed a lateral screw but within bone. The screw was considered a miss and had to be replaced. The surgeon used awl to aid in her placement and eventually was able to place it where she liked although it was more medial than anticipated but safe. The bl l3 were placed without nav due to having existing trajectories. The x-ray showed ll3 placed laterally, surgeon used navigated hsb, awl, tap, and driver to freehand screw into pedicle without issue and nav was accurate throughout.